Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: (B)(4).

Event description:
An endurant stent graft system sas implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that approximately four months post index procedure the patient had right sided buttock and thigh claudication. A CT revealed that there was stenosis of the right limb in the region of the common iliac artery as well as stenosis in the external iliac artery. An angiogram confirmed that there was stenosis and occlusion within the right limb of the endurant stent graft as well as stenosis distal to the stent graft. The angiogram also revealed gradual stenosis in the distal external iliac artery. The physician elected to perform an angioplasty of the common iliac artery and proximal external iliac artery. The physician then ballooned the distal external iliac artery. A focal dissection was observed at the distal external iliac artery after the procedure. The physician determined that there was good blood flow and the procedure was completed. No additional clinical sequelae were reported.